Manufacturer narrative:
H6: a ventec ventilation product support specialist provided the initial reporter with troubleshooting assistance. At this time the device will not be returned for evaluation. Should ventec receive additional information, a supplemental report will be submitted as defined by 21 cfr 803.56. The device was not returned to ventec for evaluation. The cause for the reported issue could not be determined.

Event description:
It was reported to ventec that the device's tidal volume levels were zero. There was patient use associated with the reported issue; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has attempted to contact the reporter in order to obtain additional information about the event; however; no response has been received.